Event description:
Customer reports that she obtained results of 93mg/dl and 197mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. Customer states that the 93mg/dl result later displayed as 173mg/dl in the device memory and mins later, showed as 82mg/dl in the device memory. She reports that the device displays a result of 138mg/dl in the memory that she states, she never rec'd as a result. Customer reports also that when the 93mg/dl, 173mg/dl, and 82mg/dl results appeared, 'ctrl' was on the screen as well. No qc controls were used. Requested return of suspect device and replacement was sent.